Event description:
Further information was provided indicating the filter has been retrieved.

Event description:
Description of event according to initial reporter: "doctor said he hit the red button and the blue button and the filter would not deploy. Hit blue button 4 times and had to push filter off deployment system and now it's almost lateral. Doesn't know if the filter was caught or what. Jugular access for the procedure." Patient outcome: planned for retrieval in 2 weeks.